Manufacturer narrative:
Correction: usage of device- reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations on the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle due to insufficient cleaning. Additional evaluation findings are as follows: damage to light guide tube noted; universal cord defect; the angle wires were noted stretched; distal end resin part noted cracked; bending section adhesive defects noted; insertion tube shape and structure defects noted; boot protector damage or deformation due to physical stress (caused by handling); control section damage or deformation due to physical stress (caused by handling); connector label noted peeled. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model gif-h260z, evis lucera gastrointestinal videoscope was returned to olympus for repair due to a report of device "collapse." Upon inspection and testing of the returned device, it was found that foreign material was exiting from the air/water nozzle. This report is submitted due to the finding that foreign material was exiting from the air/water nozzle, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.